Event description:
It was reported that, pt complained of pain 7 weeks ago with numbness and tingling to leg. Pt has her hip aspirated by radiology discovering puss and discolored fluid on (B)(6) and scheduled for resection surgery on (B)(6). Dr (B)(6) sent intra-operative cultures and tissue samples, implants were resected very little fretting and corrosion noted on both tapers, will clean and submit for analysis. Cement spacer was placed in pt.

Manufacturer narrative:
Add'l info (including x-rays and medical records) has been requested. When completed, the eval summary will be submitted in a supplemental report. This is the same pt/event as: MFR # 2249697-2012-02225.